Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon occurred because the screws fixing the turret motor got loosened and the motor was shifted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered 2 fixing screws of the turret were loose and the motor gear was loose and deviated, and the turret cannot be driven. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the panel flickered on the visera elite ii xenon light source. There were no reports of patient harm associated with this event.